Event description:
It was reported that when patient presented for device change out due to normal eri, low impedance and high thresholds were observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.